Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 6.8 mmol/l at the time of the incident. Customer was advised to remove the battery for two hours and press the back button until the screen turns off. Customer called back and the pump must be replaced. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.